Event description:
It was reported that a device alarms "upstream occlusion" when turned on was experienced.

Event description:
It was reported that a device alarms "upstream occlusion" when turned on was experienced.